Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unknown breast surgery with mentor memorygel 325cc silicone breast implants which patient experiencing bilateral issue with capsular contracture baker grade iii after implantation. Patient reported tenderness, uncomfortable, sensitive, can't be squeezed, can't tolerate mammograms. Unable to lay a certain way because it effects her sleep, muscular limitation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation. This report is for the right side.